Event description:
Dj ortho painbuster/I-flow device used in 2003. Plaintiff's counsel claims in the complaint that plaintiff suffered a chondrolysis injury to plaintiff's glenohumeral shoulder following application of the pain pump in the shoulder joint postoperatively as a local anesthetic with marcaine 0.5% and ropivacaine 05% and after the catheter implanted directly into plaintiff's right shoulder glenohumeral joint space. Plaintiff suffered significant pain and disability as a result of the chondrolysis and was forced to undergo complete shoulder replacement surgery.

Manufacturer narrative:
The information contained herein is based on the info provided by the initial reporter and the sample eval. The report did not provide any info concerning the pumps, procedures, or other particulars of the alleged incidents. Without the actual product, part number, lot number, or details of the incident, an analysis cannot be conducted. No evidence was provided to confirm that the product in question was an I-flow manufactured device. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.